Event description:
It was reported that at a follow up device check the "r-waves had decreased to a level the physician indicated was not adequate". The lead was explanted and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that there were several distorted conductors, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.